Event description:
It was reported that the patient's programmer was showing that implant battery was dead and needed to be replaced. The patient was in the hospital and needed the device to work. The patient requested a replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot# v134578, implanted: 2008-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).